Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted march 10, 2020.

Manufacturer narrative:
This report is submitted on 16 june 2020. (B)(4).

Manufacturer narrative:
This report is submitted on september 24, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains insitu.